Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07124 and 1627487-2024-07125 and 1627487-2024-07126. It was reported that patient was experiencing ineffective, intermittent, and uncomfortable stimulation. The patient was also having pain around the ipg site. Upon further investigation x-rays confirmed that two of the patient's leads had migrated. It was also reported that the patient's system diagnostics recorded high and impedances on the leads and the system was auto reducing. The patient was reprogrammed but was still experiencing ineffective therapy. Additional information was received stating the patient's lumbar leads had fractured. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
G3: has been corrected from oct 28, 2023, to oct 28, 2024.

Manufacturer narrative:
Date of event estimated. Correction - section h6 - code correction. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating after looking at imaging the leads had migrated and were not fractured.